Event description:
Caller alleged imprecision with inratio meter. Results as follows: three fingersticks and one lab comparison. Inratio: 1.5, lab: 3.5. Inratio: 4.0, lab: 3.5. Inratio: 2.5, lab: 3.5.

Manufacturer narrative:
Investigation pending.